Event description:
Per (B)(4) adverse event report, perforation of this lead through the rv apex was reported. The lead was explanted and replaced with an epicardial myopore bp35, (B)(4) and a competitive patch. The perforation was successfully closed and the lead was retained by the hosp. Should additional info become available, this event will be updated.